Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up of an asymptomatic patient, the pulse generator was found to be operating in backup vvi mode. Troubleshooting was not performed due to the devices low battery. The device was explanted and replaced on 5/28/2015 without complications.